Event description:
Customer's father reported the insulin pump had alarmed no delivery. Customer father was advised to try a different type of infusion set and if issues persisted then the insulin pump would be replaced. Customer's father agreed. Customer's mother called back and reported the insulin pump had alarmed no delivery during bolus. Customer's mother was advised to call back when issue occurs to perform proper troubleshooting. Customer's mother had already rewound the device. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.